Event description:
During preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the the seals into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation.